Event description:
An intral lase employee was informed in 3/06 of a patient reporting iritis ou. During investigation of this report, it was determined that the patient has declined to provide consent to share patient information with intralase. In 4/06, the patient contacted intralase directly and reported that she developed uveitis (ou) approximately one week after her 12/19/05 lasik surgery and reported the iris in her os eye is sloughed. Patient was unwilling to provide intralase with any additional information.